Event description:
It was reported that pico was used 4 days post application of renasys on wound that had area of breakdown. The skin became reddened and lumpy on the bottom of the dressing. The surrounding of periwound skin was macerated too.